Event description:
Ivpb hung to run over 4 hours. Within 45 minutes the bag was 3/4 empty. It appeared to have run back into the primary bag. Rn checked how bag was hung, and changed to normal saline as the piggy back to test reflux valve on primary tubing. Fluid from secondary bag ran freely into primary bag.